Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter would not power on. The medical affairs specialist spoke to the pt's family member the next day and obtained/verified the following info. The pt was unable to test on her meter for 3 weeks. Last week (exact date unk), the pt reported feelling light-headed, nauseous, and had blurry vision. She called her dr for advice and she was told to go to the hosp. She was taken to the hosp and her blood glucose result was 480 mg/dl. She was treated with an IV. The reporter does not know what type of medication the pt is taking for her diabetes. The batter was less than 1 year old and correctly installed, and the battery contacts were in good condition. The issue was not resolved with troubleshooting. A replacement meter has been sent.